Event description:
The patient reported that the heart has missed beats that can be heard in the left ear. The patient further reported that it took a while to get the settings right after implant and the device needed to be reprogrammed. The patient noted that they couldn¿t walk or take clothes out of the dryer. Follow up with the patient's clinic was unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2002. (B)(4).